Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer was not performing the proper air removal techniques and had loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 94-117 mg/dl. Reportedly, customer continued using pump for insulin therapy.